Event description:
It was reported that the electric dermatome handpiece wires were exposed on the handpiece. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 09/11/2004 and was last repaired on 10/11/2013 for a non-related issue. Eval of the device confirmed the reported event that wires were exposed from the strain relief. Prior to repair, the device was within calibration specs at all tested thickness settings. Repair of the device included replacement of the power cord assembly, head and all standard repair parts. The reported complaint was confirmed as wires were exposed from the device, the cause of which was likely improper handling by the user. The device was serviced and returned to the customer.